Manufacturer narrative:
(B)(4). (B)(4) for the reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device found kink in the control wire. A functional evaluation was performed and the clip opened within specification limits. The clip assembly was able to be actuated and deployed. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.